Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5092311) on 03-feb-2020. The most recent information was received on 03-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('genital bleeding') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia. Concomitant products included biotin, bupropion hydrochloride (wellbutrin), colecalciferol (d3), folic acid, ibuprofen, levocabastine hydrochloride (zyrtec), nicotinic acid (niacin), omeprazole (protonix) and vitamin b12 nos. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), headache ("headache"), arthralgia ("joint pain"), myalgia ("muscle pain"), fatigue ("fatigue"), feeling abnormal ("brain fog"), anxiety ("anxiety"), dyspareunia ("pain during sex and after sex"), nausea ("nausea"), palpitations ("palpitations in my chest") and peripheral swelling ("swelling of feet and hands"). The patient was treated with surgery (essure removal on ( (B)(6) 2019)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, abdominal pain, headache, arthralgia, myalgia, fatigue, feeling abnormal, anxiety, dyspareunia, nausea, palpitations and peripheral swelling outcome was unknown. The reporter provided no causality assessment for abdominal pain, anxiety, arthralgia, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, myalgia, nausea, palpitations and peripheral swelling with essure (ess205). The reporter commented: seriousness criteria congenital anomaly was mentioned but not specified and/or assigned to one of the events¿. Most recent follow-up information incorporated above includes: on 3-mar-2020: plaintiff information form received. Essure: model number was updated to ess205 (previously reported as ess305). Essure insertion and removal date were added. Patient date of birth was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5092311) on 03-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('genital bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included biotin, bupropion hydrochloride (wellbutrin), colecalciferol (d3), folic acid, ibuprofen, levocabastine hydrochloride (zyrtec), nicotinic acid (niacin), omeprazole (protonix) and vitamin b12 nos. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), headache ("headache"), arthralgia ("joint pain"), myalgia ("muscle pain"), fatigue ("fatigue"), feeling abnormal ("brain fog"), anxiety ("anxiety"), dyspareunia ("pain during sex and after sex"), nausea ("nausea"), palpitations ("palpitations in my chest") and peripheral swelling ("swelling of feet and hands"). At the time of the report, the genital haemorrhage, abdominal pain, headache, arthralgia, myalgia, fatigue, feeling abnormal, anxiety, dyspareunia, nausea, palpitations and peripheral swelling outcome was unknown. The reporter provided no causality assessment for abdominal pain, anxiety, arthralgia, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, myalgia, nausea, palpitations and peripheral swelling with essure. The reporter commented: seriousness criteria congenital anomaly was mentioned but not specified and/or assigned to one of the events¿ . Most recent follow-up information incorporated above includes: on 3-mar-2020: quality safety evaluation of ptc. Event: genital hemorrhage was updated as non-serious. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5092311) on 03-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('genital bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included biotin, bupropion hydrochloride (wellbutrin), colecalciferol (d3), folic acid, ibuprofen, levocabastine hydrochloride (zyrtec), nicotinic acid (niacin), omeprazole (protonix) and vitamin b12 nos. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), headache ("headache"), arthralgia ("joint pain"), myalgia ("muscle pain"), fatigue ("fatigue"), feeling abnormal ("brain fog"), anxiety ("anxiety"), dyspareunia ("pain during sex and after sex"), nausea ("nausea"), palpitations ("palpitations in my chest") and peripheral swelling ("swelling of feet and hands"). At the time of the report, the genital haemorrhage, abdominal pain, headache, arthralgia, myalgia, fatigue, feeling abnormal, anxiety, dyspareunia, nausea, palpitations and peripheral swelling outcome was unknown. The reporter provided no causality assessment for abdominal pain, anxiety, arthralgia, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, myalgia, nausea, palpitations and peripheral swelling with essure. The reporter commented: seriousness criteria congenital anomaly was mentioned but not specified and/or assigned to one of the events¿. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.